Manufacturer narrative:
(B)(4).

Event description:
The customer received high sodium results for several patients using the ise indirect na, k, ci for gen.2 on the cobas 6000 c (501) (c501) module. Results for three patients were provided. All results were released outside of the laboratory. The repeat results were issued as corrected reports. All results are in units of mmol/l. All repeat results were performed on another c501 analyzer. Patient a: the initial result was 157. The sample was repeated with a result of 139. Patient b: the initial result was 153. The sample was repeated with a result of 141. Patient c: the initial result was 146. The sample was repeated with a result of 131. There was no adverse event for any of the patients. There was no treatment provided to the patients based upon the results. The sodium electrode lot number and expiration were requested but not provided. Calibration and qc were acceptable on the date of the event. The field service representative checked the instrument and found the reagent probe was misadjusted. He adjusted the alignment of the reagent probe, and adjusted the rinse levels of the rinse mechanism. He then performed precision checks, calibration and qc. All were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. There was no indication of a general issue with the system or the reagent. The most likely root cause of this event was traces of sodium in the dilution cuvette coming from the naoh-d cell rinse solution. The issue was resolved by the service actions.